Manufacturer narrative:
Product event summary: the mapping catheter was returned and analyzed. Visual inspection of the reported mapping catheter 990063-020 lot number 215645176 showed the shaft was kinked, and was broken from the middle of the shaft. Additionally, the tip/loop section of the mapping catheter was intact with no apparent issues. The reported mapping catheter failed the product performance test due to the shaft kink and broken shaft. The product analysis findings do not indicate a manufacturing related defect. In conclusion, the reported issue (broken shaft) was confirmed through product testing. The reported mapping catheter failed the returned product inspection due to the shaft kink, and broken shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the shaft of the mapping catheter broke. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The mapping catheter subsequently tested out of specification per the manufacturer's investigation.